Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. The following cosmetic damage was also found: a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.(B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the buttons were not responding. The patient's blood glucose at the time of incident was 148 mg/dl. The customer stated that after the initial struggle with the buttons he changed the battery and now they don't respond at all. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.